Manufacturer narrative:
One tapered screw-vent implant with mtx surface (tsvb10) and cover screw were returned for investigation. Visual inspection of the as returned implant identified signs of wear due to usage. Measurements were taken using a caliper. Through dimensional analysis and comparison to drawings it was determined that the devices met design specifications. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. All sterilization activities were conducted with no nonconformities per sterilization records. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated: d4: (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Additional 510k numbers: k011028 and k013227.

Event description:
It was reported that the patient experienced infection with bone loss. As a result, the implant was removed. Tooth location 10.